Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to a faulty video connector. The root cause of the damage to the video connector could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegations were confirmed. Damage occurred to a pin on the left side of the mouthpiece causing the intermittent image. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during the diagnostic cystoscopy, the video system center had an intermittent image failure and the image cut out mid procedure, causing a 15-minute delay while the device was exchanged. The procedure was completed using a similar device. There was no mis-diagnosis, no medical intervention required, and no patient harm reported.